Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-mar-21 reported who the person was with the most information and provided details. It was also noted that no symptoms were reported related to the pocket fill, pump movement, and discolored fluid withdrawn from pump. Troubleshooting included changing the needle twice. After the second needle change, hcp was able to aspirate 15ml out of 20ml hcp had instilled. Hcp withdrew the discolored fluid, the hcp instilled the baclofen. After 2 tries, hcp was able to aspirate clear fluid (19 ml). It was noted that this was unusual, but it was reassuring. It was noted that the pocket fill, pump movement, and discolored fluid withdrawn from the pump had apparently been resolved. The cause of the pocket fill, pump movement, and discolored fluid withdrawn from the pump was unknown. Hcp did not know what caused the segment of events. Patient weight was noted as (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 489 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the hcp was sure they did a pocket fill on (B)(6) 2017. It was stated that the patient's pump would move around and the hcp was very familiar with the pump. The patient felt around and she believed she had gone through the septum and pulled back the expected volume of 2.5 ml, however it was not the right color. It was further stated that it was coming out bubbly and with a yellow-pink tinge. The hcp tried again, felt the septum, felt metal, pulled back, and did not get anything back. The hcp then filled the pump with the 20 ml and pulled back, but only got 2-3 cc's of fluid back. No symptoms were reported.